Event description:
Customer reported that the buttons on the insulin pump were only responding intermittently. Customer also reported having high blood glucose levels and receiving motor error alarms over the two weeks leading up to the call. Blood glucose level was 244.8 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked reservoir tube lip, and a missing end cap sticker.